Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. The customer also stated that the buttons were unresponsive. The customer stated that the insulin pump was rested for several hours and the buttons still did not respond. No further info was provided.